Manufacturer narrative:
Other applicable components are: product ID:97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) battery was overdischarged. The manufacturer representative met with the patient on the date of this report and the patient didn¿t have their recharger with them. The patient was to charge their recharger when they got home. On (B)(6) 2017, the patient reported that they left their recharger plugged it but only got to 1/3 charged over the weekend. It was unknown if there were any environmental or external factors that may have led or contributed to the issue. The issue was not resolved. Additional information received from the manufacturer representative reported that their recharger wouldn¿t go past 1/4 charged. It was unknown when the issue started. The patient was to call back for further troubleshooting or to be redirected to the repair department. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and failed back surgery syndrome. Additional information received from the consumer indicated that the recharger was not charging itself. The green light was on the desktop charger and at first the connector pin fit fine, however it was a bit wobbly after unplugging it and plugging it back in. The desktop connector pin was loose. Additional information indicated that the recharger screen was still blank at first when they plugged it in, then it showed up, beeped, and went blank again. The caller thought that the desktop charger they received was not the correct item. The caller didn¿t have the recharger with them and would call back. The recharger still wouldn¿t charge. A replacement desktop charger was sent, but it didn¿t resolve the issue. Additional information received from a manufacturer representative (rep) indicated that the patient hadn¿t felt stimulation for over a year. The cause of the overdischarge was unknown. The issue with the recharger not charging past ¼ started over a year ago. The overdischarge and recharger issue had not been resolved yet, they were waiting for the patient to get a new recharger and then would initiate a ¿por¿ reset recharge.

Manufacturer narrative:
Analysis of the ins recharger (97754) found that it had bent connector pins and unknown recharge board failure. Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a friend/family member on (B)(6) 2017. About a month or 2 ago the health care professional (hcp) did a procedure to scrape off the scar tissue from the implant. The hcp could not get the ins charged. The external recharging equipment had been broken. It was reported the caller needed help knowing how to recharge. The caller stated that they were getting the reposition antenna screen. It was noted that this was the first time that they had been trying to charge. The last successful recharge session was about a year ago. The patient programmer was not able to communicate with the implantable neurostimulator (ins). The poor communication screen was seen. The last time the patient felt stimulation was about a year ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.